Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a misload was not identified. The infold was confirmed to have been reported on the first deployment attempt. A procedural delay was noted as a result of the infold. According to the physician, the patient's annular calcification and native bicuspid anatomy contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6), product type: compression loading system (cls) implant date na, explant date na, product ID d-evolutfx-34 product lot/serial number (B)(6), product type: delivery catheter system (dcs) implant date na explant date na product ID evolutfx-34 product lot/serial number (B)(6), product type: evolutfx valve implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a patient with a bicuspid native valve, a pre-balloon aortic valvuloplasty (bav) was performed. The valve was deployed and an infold was noted. The valve was recaptured and removed from the patient. A new 34 mm valve was deployed however an infold was noted again. The valve was recaptured and removed. A 29 mm valve was implanted successfully. No adverse patient effects were reported.